Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they "epileptic symptoms" on (B)(6) of 2016. The consumer went the hospital because they had seizures and paralysis from the neck down, but wasn't sure if it was related to their device or not. It was noted the paralysis was temporary, but since then the consumer had paralysis in the morning and felt "rigid." It was noted therapy had been off for the past two weeks and when the consumer went to turn the device on it did work and turn on. The consumer called their healthcare provider's office who told them to contact the manufacturer's representative (rep), but the consumer was also redirected back to their hcp.

Event description:
Additional information was received from the patient. It was reported that the patient fainted in addition to the seizure in 2016, a few months prior to (B)(6) 2017. A fall was also noted. The doctor interrogated the patient¿s implantable neurostimulator and it checked out fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.